Manufacturer narrative:
H3: product analysis found that visually, the packaging carton was damaged when returned. The tube was placed inside the (customer) pouch, and the pouch was wrapped with a wire harness. There was a surgical tape wrapped around the tube. There were traces of white/yellow residue on the cuff. The pilot balloon was missing when returned. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.5 ohms), red with clear tube (3.4 ohms), blue (3.4 ohms), and blue with clear tube (3.3 ohms), all electrodes within specification. Functionally, the device was connected to the nim system and right upon connection the electrode check passed as well as functional test. There were no issues found. A review of the global complaint data showed two other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously added imdrf codes b17 and c20 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op, no emg signal could be detected, the operation was not improper, and there was no muscle relaxation throughout the surgery. Emg tube was checked prior to use and every thing was normal. There was normal return current. There was no visual and audible indicator that alerted the user. Without any prompt, just no neural signal could be detected when using. Troubleshooting steps did not work. Procedure was completed without neuromonitoring. There was 30 minutes delay in surgery. After the surgery, the patient's laryngoscopy found that the movement of the vocal cords was normal and the nerves were not damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.